Manufacturer narrative:
(B)(4). Device evaluated by MFR:the complaint device was not returned; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-09030 and 2134265-2016-09031. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During the procedure, the pullback sled was noticed to be faulty and failed to perform automatic pullback. No patient complications were reported. The patient's status is well.